Event description:
It was reported that grid lines were showing on patient images, this caused the patient to be re-exposed. It was determined that a paddle was wiggling due to a loose screw. Tightening of the screw corrected this issue. Once the screw was tightened the system is working as intended.